Manufacturer narrative:
An investigation was conducted: it was reported that during a localizer lumpectomy procedure on (B)(6) 2026, the radiofrequency clip identification number was not reflecting on the device when attempting to locate the clip during the procedure. The user reports that "the inaccuracy of this device caused this patient to have more breast tissue removed that was likely necessary." It is reported that the procedure was successfully completed. Investigation methods and findings: the device was not returned for this complaint, and only limited patient-related information was provided. Investigation of this issue was conducted through customer-provided information, historical complaint review, analysis of similar events, and evaluation of product design. Cause/root cause: the complaint could not be confirmed, not enough information was presented to determine a possible root cause for this issue, however, a previously opened CAPA¿s captured similar issues as well as issues involving localizer readers with inaccurate distance readings. As a part of the CAPA investigation, interferences such as wireless chargers and rf cautery devices, caused out of spec readings. Conclusion: the reported issue was not confirmed. These types of issues were captured in previously opened CAPA¿s. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the certificate of compliance of the contract manufacturer was reviewed for the corresponding lot number, and the device was released meeting all qa specifications.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow up report will follow with the information from the DHR.

Event description:
It was reported that during a localizer lumpectomy procedure on (B)(6) 2026, the radiofrequency clip identification number was not reflecting on the device when attempting to locate the clip during the procedure. The user reports that "the inaccuracy of this device caused this patient to have more breast tissue removed that was likely necessary." It is reported that the procedure was successfully completed. No further information is currently available.